Event description:
Pt received injection of juvederm in upper lip with burning and stinging. She has had swelling, erythema, rash, skin sloughing of skin on her lips since that time. She has been treated for herpes with topical and oral acyclovir, for staph with smx with no change. No oral lesions. Botox to the forehead two weeks before juvederm with no adverse events. On xanax, ambien prn at time of event. History of penicillin allergy. No prior injections of juvederm or similar materials. Juvederm; one time set of injections in 2009. Dose or amount: unk, frequency: once, route: ID. Dates of use: 2009, once. Diagnosis or reason for use: cosmetic. Event abated after use stopped or dose reduced? No.